Event description:
Info received indicates the bed has no reverse trendelenburg function from the control panel.

Manufacturer narrative:
The technician replaced the logic circuit board to repair the bed.